Manufacturer narrative:
During a coil embolization procedure of the pcom artery, while passing the orbit rdfl complex fill coil (638cf0824/ 15220087) through the y valve, resistance was reported and the coil could not enter the sl 10 (mc) microcatheter after several attempts were made. Then, after withdrawn the orbit system, the coil was untwisting. The device was changed to another one to complete the procedure. There was no possibility that the y connector was over tighten causing the resistance in advancing the delivery system, and once the resistance occurred, no additional force or manipulation was used to further advance the device. No damages were noticed on the mc that may have contributed to the event. A constant and dedicated heparinized saline source was used at all time. After removal from the patient, the coil system was removed without any damages (coil or delivery system-stretched, kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. No vessel characteristics or aneurysm were provided. There was no serious injury reported, and the device will be return for analysis. A non-sterile orbit rdfl complex fill coil was received coiled inside of a plastic bag. The hypotube of the orbit was inspected and no damage was found. The introducer was zipped and in good conditions. The support coil and gripper were inside of the introducer and they were in good condition. The embolic coil and the gripper were inspected under microscope, the gripper was found in good condition and the coil was stretch. A lab sample prowler select plus microcatheter was flushed using a lab sample syringe (nipro), after that, the received orbit rdfl complex fill coil was introduced into the microcatheter and could pass through the microcatheter with no anomalies noted; it was advanced smoothly until the microcatheter's distal tip. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported resistance encountered during advancement was evaluated and not confirmed, since the product passed through a lab sample microcatheter without any resistance. The reported stretching of the coil was confirmed. The stretched coil found on the device appears to have been caused by application of excessive force. However, a definitive conclusion regarding the timing of these damages as related to procedural use cannot be determined. The instructions for use cautions to never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance may cause damage and/or premature detachment of the embolic coil. The origin of the damages cannot be determined. Procedural factors may have contributed to the event; however no conclusion can be made. With review of the available information, the device analysis and device history records review there is no indication that the damages are related to the manufacturing process. Additionally inspections are in place to prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time.

Event description:
During a coil embolization procedure of the pcom artery, while passing the orbit rdfl complex fill coil (638cf0824/ 15220087) through the y valve, resistance was reported and the coil could not enter the sl 10 (mc) microcatheter after several attempts were made. Then, after withdrawn the orbit system, the coil was untwisting. The device was changed to another one to complete the procedure. There was no possibility that the y connector was over tightened causing the resistance in advancing the delivery system, and once the resistance occurred, no additional force or manipulation was used to further advance the device. No damages were noticed on the mc that may have contributed to the event. A constant and dedicated heparinized saline source was used at all time. After removal from the patient, the coil system was removed without any damages (coil or delivery system-stretched, kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. No vessel characteristics or aneurysm were provided. There was no serious injury reported, and the device will be return for analysis.

Manufacturer narrative:
A non-sterile orbit rdfl complex fill coil was received coiled inside of a plastic bag. The hypotube of the orbit was inspected and no damage was found. The introducer was zipped and in good conditions. The support coil and gripper were inside of the introducer and they were in good condition. The embolic coil and the gripper were inspected under microscope, the gripper was found in good condition and the coil was stretch. After that, a lab sample prowler select plus microcatheter was flushed using a lab sample syringe (nipro), after that, the received orbit rdfl complex fill coil was introduced into the microcatheter and could pass through the microcatheter with no anomalies noted, it was advanced smoothly until the microcatheter's distal tip. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as 'resistance/friction-during advancement' was not confirmed and ¿unraveled/stretched-in microcatheter¿ was confirmed. The damage and the failure experienced by the customer could not be conclusively determined. However the orbit could pass with no friction through a sample microcatheter. Additionally, inspections are in place (orbit dcs) that prevent these kinds of damages leaving from the facility. The found damage origin cannot be determined; therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.